Event description:
The patient reported having vocal cord paralysis due to having to hav e the lead explanted due to infection. The explant to infection was previously reported in MFR report # 1644487-2020-01489. Attempts for additional information have been made; no additional relevant information has been received to date.